Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the sample did not centrifuge well on unspecified number of tubes. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Complaints for sample quality for the month of april 2025 were not under statistical control; however, factors that may contribute to poor barrier separation were not evaluated since the batch was unknown. The affected batch/lot must be specified in order to perform clinical testing bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the sample did not centrifuge well on unspecified number of tubes. There was no health impact or consequence reported.